Manufacturer narrative:
H10: manufacturing review: manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: a sample evaluation could not be performed, as the device was not returned. Although medical records were provided and reviewed, the investigation is inconclusive for migration as clinical conditions cannot be replicated. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2018), g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that an implantable port was implanted successfully. It was alleged that approximately three months after implant, the port catheter was found to have displaced and migrated to the right jugular vein. The patient underwent surgery to remove the device. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive for port catheter displacement with migration. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device - expiry date: 11/2018.

Event description:
It was reported through the litigation process that an implantable port was implanted successfully. It was alleged that approximately three months after implant, the port catheter was found to have displaced and migrated to the right jugular vein. The patient underwent surgery to remove the device. The current status of the patient is unknown.